Event description:
It was reported that the event was attributed to post op infection after routine battery change. The system was removed (B)(6)-2009 and re-implanted (B)(6)-2010. Patient was admitted to nursing home while without dbs therapy. This was a serious injury and the patient recovered with sequela.

Manufacturer narrative:
(B)(4). Analysis of implantable neurostimulator (ins) 37612 serial number (B)(4) showed the ins was functionally okay but the battery had reduced capacity due to overdischarge. No significant anomalies were found. Analysis of adapter model 64002 showed the adapter was functionally okay and no anomaly was found. Analysis of extension model 7482 serial number (B)(4) showed that the extension was okay but cut through (suspected explant damage). No significant anomalies were found. Analysis of extension model 7482 serial number (B)(4) showed the extension was okay but cut through (suspected explant damage). No significant anomalies were found. Analysis of ins plug showed no anomaly found.